Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The field service engineer (fse) inspected the system onsite and confirmed issue with geometry movement. Upon functional testing fse identified malfunction of the geo-ui module. The fse replaced geo-ui module. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the geometry on the allura xper fd20 or table system geo module required replacement work. No harm has been reported. Philips has started an investigation of the complaint.